Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a fan failure error code was found in the device's error log. The printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, the air foam inlet filter, muffler assembly, and particulate filter were replaced due to preventative maintenance. The device passed testing.